Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. A second piece of additional information was received on 16-dec-2011 in the form of qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 15-dec-2011 from a physician and the husband of a (B)(6) year old female patient, initials (B)(6), with osteoarthritis. On an unspecified date, at 8:30 in the morning, the patient initiated synvisc one (hylan g-f 20) injection, 6 ml into an unspecified knee. The synvisc-one lot number was not provided. Within five minutes of synvisc-one administration, the patient experienced a hypersensitivity reaction of throat irritations and had difficulty in breathing. The patient was hospitalized and treated with an antihistamine; seretide (salmeterol xinafoate). The physician reported that the patient had to be "resuscitated". The patient was reportedly improving but still had some of the symptoms. Synvisc-one dose was unchanged. The outcome for the events of hypersensitivity, throat irritations and difficulty breathing was reported as not yet recovered. Concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc-one and the events of hypersensitivity, throat irritations and difficulty breathing was not provided by the reporting physician. Additional information was received on 16-dec-2011 from the pharmacist of the hospital that the patient was admitted in. The pharmacist reported that within five minutes of receiving the synvisc-one injection, the patient suffered from anaphylactic shock, stopped breathing and was admitted to the hospital. The outcome for the event of anaphylactic shock was reported as not yet recovered. The intensity of the event was not provided. The relationship between synvisc-one and the event of anaphylactic shock was not provided by the reporting pharmacist.